Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, nausea, asthma getting worst, throat hurt, copd, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to headache, nausea, asthma getting worst, throat hurt, copd, nasal/throat irritation or soreness. There was no medical intervention required by the patient. The reported event of headache, nausea, asthma getting worst, throat hurt, copd, nasal/throat irritation or soreness and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. The evidence of water ingress on the blower and blower box is observed. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were two errors (#4 err_null_ptr and #101 err_humid_max_temp) found. The manufacturer concludes that they could confirm the customer's allegation and there is dust / dirt contamination and the source of contaminations were external to the device. Section(s) b1, b2 are changed related to the complaint changing from the reported adverse event to a product problem. Section h1 is changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions have been updated.